Event description:
It was reported that a patient underwent a surgical procedure for atrial septal defect on (B)(6) 2011 and a drain was placed at the right chest cavity. The reservoir was connected to the drain and then activated. The next morning, it was found that the reservoir was inflated with air and not the patient's fluid. The patient had a pneumothorax. The doctor exchanged the reservoir for a chest drainage bag and activated to under water seal. The patient was monitored and the pneumothorax was improving. On (B)(6) 2011, the drain was removed. On (B)(6) 2011, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The open heart portion of the surgery was done through a three inch right side intercostal incision. The purpose of the chest drain was to drain fluid in the pleural cavity. The finalized location of the drain's internal top was near the diaphragm. While the patient was in the ICU for 17 to 18 hours, the drainage was monitored every two hours. At that time, the reservoir was not inflated with air and it seemed worked normally. The area of pneumothorax was around s8, right anterior basal segment, and s9, right lateral basal segment. Following the pneumothorax, the switched suction system was like aspirator, but at the time, no negative pressure, just water seal. Simple air aspiration was not performed to manage the pneumothorax prior to switching the suction bag. The physician opined that possible causes of the pneumothorax may have the affects of operative handling, pressing lung or differential lung ventilation or if the tip of the drain touched the lung. The patient's hospitalization was extended for a few days for observation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch jt7530, mfg date: 09/01/2010, exp date: 09/30/2015. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.